Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, flattened, and torn, allowing for fluid to exit through the tear. It cannot be determined when or how these damages occurred. Cracks were observed in the top housing. The cause of this damage is unknown. No other defects or deficiencies were found during the investigation. The download data does no show any timeouts or drive stalls.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent while wearing it on unknown location. For treatment, the patient drank water and gave themselves insulin.